Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that 4-6 months after their (B)(6) implant in (B)(6), the device was not working. Another doctor put in a different one two weeks ago and the second one seemed to be working. It was noted that the prior battery right placement hex nut was not screwed tight to leads and slipped out when they removed the battery. The hex nut was turned 720 degrees until locking sound was suitable. No further complications were reported.